Event description:
It was reported that max bolus on insulin pump was delivering incorrect amount of insulin. It was reported that max bolus was set at 6 units, and reports shows whrere 7.5 units or 8 units were delivered. Troubleshooting was declined and insulin pump replacement was requested.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.